Event description:
Customer reported a pump malfunction, with no notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's health. Technical support assisted in resetting the pump, and the customer was able to continue using it. Customer was instructed to report if the issue recurred and acknowledged the instructions.